Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 d10 g1 h3, h4, h6: a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu130531 was released in a single batch. Batch1: lot qty of (B)(6) were released on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, handle (p/n: (B)(6), lot #: pu130531) was returned and received at us customer quality (cq). Upon visual inspection, the dowel pin was missing from the device, which could have caused the complaint condition. No other issues were identified with the returned device. Functional test: the functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: there is conclusive evidence that the returned device was missing a component, so the dimensional inspection will not be performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - expedium verse poly driver, handle complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the verse poly driver, handle (p/n: (B)(6), lot #: pu130531) was missing a component, which could have caused the complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion surgery with the expedium verse system, the nurse noticed the polydriver handle was disengaging from the screwdriver shaft while loading screws. The screwdriver was removed, and another screwdriver was used to complete the case. No fragments were generated. There was no surgical delay. The procedure was completed successfully. There was no reported consequence to the patient. Concomitant devices reported: screws (part number unknown, lot unknown, quantity unknown), insertion instruments (part number unknown, lot unknown, quantity unknown. This report involves one (1) expedium verse spine system polyaxial driver, handle. This is report 1 of 2 for (B)(4).